Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim pump or it has been hit against something hard, ensure that it is still working properly. The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.